Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.